Manufacturer narrative:
(B)(4).

Event description:
It was reported that low hv lead impedance was observed. Insulation anomaly was suspected. The patient expired during the laser lead extraction procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.3cm was returned for analysis. External insulation abrasions were noted at 45.2-45.4cm and 45.5-45.6cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion under the svc shock coil were noted at 20.8-22.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil were noted at 18.4-18.5cm from the distal tip. The rv conductor etfe was abraded at this location. This is consistent with the observation from the field of high hv lead impedance.